Manufacturer narrative:
The evaluation noted that the reason for the revision reported was likely the result of aseptic (non-infected) loosening of the femoral component, which damaged the bond between the implant and the bone and likely contributed to third body wear of the tibial insert. (D11) concomitant device(s): logic tibial insert, 3, 13mm, ps (cat# 02-012-35-3013 / sn# (B)(6).

Manufacturer narrative:
Pending evaluation. Concomitant device(s): logic tibial insert, 3, 13mm, ps (cat# 02-012-35-3013 / sn# (B)(4)). No information provided in the following section(s): weight, ethnicity, and race.

Event description:
As reported, on 12/2/2019, a (B)(6) male patient received a revision of the right total knee on (B)(6) 2019 secondary to aseptic loosening of the components, which had been originally implanted on (B)(6) 2011. The tibial component implanted on (B)(6) 2011 was well-fixed on (B)(6) 2019 and was therefore not explanted. The revision procedure was carried out without incident. The patient left the or in satisfactory condition. Devices will be returned. All available information received at this time.